Event description:
It was reported that the bovie caused the enseal device to activate automatically during a laproscopic colon case. The case was still completed with the same equipment. No patient consequence. Device will not be returned.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The instructions for use state: avoid use of generator g11 adjacent to or stacked with other equipment. If adjacent or stacked use is necessary, monitor the generatorg11 and the other equipment to assure normal operation. Interference produced by the operation of high-frequency surgical equipment may adversely affect the operation of other electronic medical equipment such as monitors and imaging systems.